Event description:
Pt having procedure on subarachnoid hemorrhage. Mynx system was used to close the artery. Mynx failed to deploy. Pt okay and was transferred to recovery post surgery in stable and good condition.